Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, an abnormal liquid level detection alarm, an abnormal aspiration alarm, and a "remaining volume decrease" alarm occurred on the day of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 81494101, with an expiration date of 31-oct-2025. The field service engineer adjusted the external rinse of a probe and cleaned the sample probe. Precision studies were performed and recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for approximately 14 patient samples tested with calcium gen.2 on a cobas c 503 analytical unit. The customer provided data for one patient sample with discrepant calcium results. No questionable results were reported outside of the laboratory. The user repeated the sample since the initial value did not agree with the patient's history. The repeat value was deemed correct. The sample initially resulted in a calcium value of 6.9 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 8.6 mg/dl. The sample was then repeated on the original analyzer, resulting in a value of 8.3 mg/dl.